Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Alarm triggered, pressed iab fill key and restarted. Verified no blood in helium tubing, secure connections, and no kinks.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation, component codes, investigation conclusions) nurse reported that the alarm had gone off, her friend pressed the iab fill key, and it restarted. She was inquiring about what to do if it went off again. She did not utilize the help screen. Esp personal had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personal explained the nature of the alarm and based on the information she gave regarding the patient's hemodynamics and clinical picture, the alarm was likely caused by the temperature variance, with the patient having a fever of 103. Esp personal encouraged nurse to call back should the alarm go off several times in an hour so that they could troubleshoot together.